Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to the device. A technical support specialist (tss) investigated a patient data issue but found no problem with the ER device. The tss confirmed proper communication with or and medsurg devices, requested a patient identifier and correct station name, but received no response from the customer. After three follow-ups, the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient were not crossing over into the ER device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.